Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. Upon further investigation, this event is not reportable. Replacement of device to complete procedure is negligible harm and does not meet the criteria for a serious injury. An MDR guidance for manufacturers issued in 1997 stated that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. This presumption will continue until either the malfunction has caused or contributed to no further deaths or serious injuries for two years, or the manufacturer can show through valid data that the likelihood of another death or serious injury as a result of the malfunction is remote. A detailed review of complaint history using a validated report revealed that there have been no deaths or serious injuries per 21 cfr part 803.3, due to difficult insertion of a ult drainage catheter from 01jan2018 through 13sep2021. Therefore, cook will cease malfunction reporting for events involving difficult insertion of a ult drainage catheter. The recurrence of a serious injury or death for the same malfunction will trigger the resumption of mandatory reporting, per 21 cfr part 803.50. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter postal code, phone: (B)(6). Initial reporter occupation: customer service. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a nephrostomy procedure. During the procedure, when the user attempted to advanced the catheter into the kidney, the catheter "buckled" at the tip. The procedure was completed with a competitor's device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.